Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. The customer consumed carbohydrates to address the low bg. Customer found multiple instances indicating 30.2 units of insulin filled in the tubing load history over several days. Follow-up with tandem international was initiated to investigate further, as the customer did not recall performing these actions and experienced frequent low blood glucose levels. Pump logs were reviewed and it was determined that the fill tubing's were initiated by the user and each time prior to initiating the load fill tubing, the pump screen was successfully unlocked.